Event description:
It was reported device exhibited foreign material on the device. It appeared to be a white, opaque substance was within the plastic of the device. The apparent opaque substance did not interfere with the functionality of the device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The presence of foreign material was confirmed and was determined to be manufacturing related. The returned products were 60 statlock arterial extension tubes initially evaluated on (B)(4). The samples were received in their original, sealed pouches. Sample numbered 32 exhibited foreign material between the extension tube and luer connector. Microscopic inspection of the foreign material revealed a green, adhesive-like residue. The foreign material on the luer connector likely occurred during device manufacture. This investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported device exhibited foreign material on the device. It appeared to be a white, opaque substance was within the plastic of the device. The apparent opaque substance did not interfere with the functionality of the device. No other information was provided.